Event description:
It was reported that the lens became vaulted/malpositioned approx 5 weeks post-op implant and the patient noticed a decrease in vision. The lens was subsequently explanted and another model and diopter lens and capsular tension ring (ctr) were implanted. According to the surgeon the patient had some corneal edema post iol exchange, but was expected to have good distance vision. This event refers to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.